Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set tubing detachment event from hub on 11-nov-2024. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.